Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed crosstalk being oversensed on the right ventricular (rv) channel. Technical services (ts) was consulted and provided troubleshooting options. The lead remains in service. No additional adverse patient effects were reported.